Event description:
Pt reported obtaining back-to-back blood glucose results of 186 mg/dl and 89 mg/dl while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Pt noted that he had performed "several" level-one qc tests and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.